Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an si screw insertion to treat a pelvic fracture, the surgeon inserted a cannulated pelvic screw. After inserting the guide wire into the screw, the surgeon determined the screw was too short. While removing the screw, the guide wire broke. Reportedly the last couple inches of the guide wire remains implanted in the pubic rami. The surgery was completed successfully.